Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received six inappropriate shocks for atrial fibrillation (af) with rapid ventricular response. The patient was seen in the clinic and the health care professional (hcp) was requesting programming options to avoid this. Technical services discussed they could increase the rate cut off zones, which were currently vt-1 at 120 (monitor only zone), vt at 150, and vf at 200 bpm; it was noted the rate at the time of the shocks was 156 bpm. Another option was to change the detection enhancements from rythmid to onset/stability. No additional adverse patient effects were reported outside of the inappropriate shock therapy that was received. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.